Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight, ethnicity and race was not provided for reporting. This report is for one (1) ntg light therapy acne spot treatment USA 70501101315. Lot # is not available. UDI # (B)(4), upc: (B)(4), expiration date= ni, lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with the ntg light therapy acne spot treatment USA. The consumer was using the ntg light therapy acne spot treatment for a small pimple on her face. The consumer has alleged that the ntg light therapy acne spot treatment started to smell and spark. Consumer alleged burn to face and middle finger on her right hand. Consumer stated that her face and finger blistered and a week after the event she still had marks on both her face and finger. Consumer received medical attention while at her place of employment, an emergency room (ER). Consumer was told to keep applying an unknown antibiotic cream to prevent infection and that it will take time to heal the burn and broken skin.